Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "(B)(6) 2019, (B)(6) hospital of traditional (B)(6) medical, doctor found the "y" connector damage when he opened the package during product prepare, replaced new one." No patient involvement reported.

Event description:
Complaint reported as: "(B)(6) 2019, (B)(6) , doctor found the "y" connector damage when he opened the package during product prepare, replaced new one." No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The sher-I-bronch tube and two suction catheters were returned unopened in their original packaging. The double swivel valve assembly (tracheal/bronchial swivel valves) was also returned without the y connector. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broken prior to use" was confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.